Event description:
It was reported the implantable cardiac monitor was not working. No further information was available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Please correct this report 2017865-2015-03970, this medical device should not have been reported as a medical device report.

Event description:
Upon review, the implantable cardiac monitor should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction, did not cause a serious adverse event and is not likely to cause serious injury upon recurrence.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.